Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: the pump's black box data from the date of the complaint has been overwritten due to continued use of the pump. There were no unexplainable pump reboot events observed in the black box data. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.